Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and did not observe any issues. Pil tech did take the log from the unit, and the alarm log display was inspected. Pil tech reviewed error logs and noted no ventilator inoperative alarms in the error log, nor alarm log. It was noted that the o2 exhaust fan runs with power application to the unit. It was also noted that (3) e-087 err_sleep_event, and (15) e-166 err_serial_flash_copy_state errors are in the error log. Pil tech ran the unit at the received settings, on a mechanical quick lung for approximately 10 minutes without error. The o2 exhaust fan running continuously is related to the o2 sensor drift. It is being investigated under CAPA 1773526. There is evidence that the customer received a replacement. This unit will be scrapped per the requirements set forth in work instruction 8.4-1131 rev 10 and disposed of accordingly. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The bipap a40 pro (eex3100s19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, 510k number: k121623.